Event description:
It was reported that the user experienced persistent hyperglycemia in the 300 mg/dl range over several days while using the ilet, reaching a high of 350 mg/dl. Despite multiple infusion set changes, with some sites noted as wet suggesting possible insertion or delivery issues, the user disconnected and administered subcutaneous insulin by pen, then later reconnected to the ilet with glucose decreasing to 85 mg/dl. Symptoms included hyperglycemia accompanied by thirst, anger, disorientation, and tiredness. Outcomes included the need for backup insulin and a complete supply change, with no alerts or alarms reported and no hospitalization. Investigation included phone-based troubleshooting and user education regarding replacing all infusion components and site selection. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible subcutaneous delivery issues indicated by wet sites and lack of occlusion alerts. It was concluded that the event was user-recovered with glucose normalization after pen insulin and reconnection to the device, and the root cause remained undetermined.